Event description:
A malfunction was reported on a pump, identified by the malfunction code "malf 1." There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump; however, the malfunction recurred. The pump was out of warranty, and the customer expressed interest in obtaining an out-of-warranty loaner pump, but lacked a backup therapy and needed to consult a healthcare provider. Due to policy restrictions, the customer was informed of temporary ineligibility for the loaner pump and advised to call back with insurance card information to continue the process.